Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone (20 mg/ml at 6.066 mg/day), fentanyl (100 mcg/ml at 30.33 mcg/day), and bupivacaine (2.5 mg/ml at .7583 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that patient mentioned roughly 2 years ago they had a granuloma. Patient stated it has been resolved.